Event description:
It was reported that during pre-dilitation in a very heavily calcified right innominate ostial lesion, a fox plus balloon dilatation catheter ruptured at nominal pressure after it was inflated to 9 atmospheres for 10 seconds during the first inflation. There was no balloon separation. The balloon was completely removed without difficulty and another fox plus was successfully used for pre-dilatation. There was no adverse patient event or clinically significant delay in procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. In this case, the lesion site was reported as being mildly calcified which likely contributed to the material rupture. Because there was no report of leaks noted during preparation for use, this suggests that the balloon was not damaged prior to use and that the damage likely occurred during use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. In this case, the lesion site was described as very heavily calcified, which may have contributed to the balloon rupture. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. Without the fox plus to examine, a definitive cause for the reported balloon rupture could not be determined. However, there is no indication to suggest a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up will be submitted with all additional relevant information.